Manufacturer narrative:
The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a reporter and concerns a female consumer (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. The consumer had used o.b. Tampons in the past without any adverse event. On an unspecified date, the consumer started using a new pack of o.b. Super plus non-applicator tampon vaginally, for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer removed the tampon but noticed residues in vagina. On an unspecified date, the consumer was hospitalized and residues were removed by ablation. It was reported that the consumer was hospitalized for three days. Also, the consumer stated that the tampons were fluffy. The action taken with the device was unknown. This report was assessed as serious (hospitalization, required intervention). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(4) 2011, from a reporter and concerns a female consumer (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. The consumer had used o.b. Tampons in the past without any adverse event. On an unspecified date, the consumer started using a new pack of o.b. Super plus non-applicator tampon vaginally, for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer removed the tampon but noticed residues in vagina. On an unspecified date, the consumer was hospitalized and residues were removed by ablation. It was reported that the consumer was hospitalized for three days. Also, the consumer stated that the tampons were fluffy. The action taken with the device was unknown. This report was assessed as serious (hospitalization, required intervention). The company causality was assessed as possible. Additional information received from (B)(6) review on (B)(4) 2012. The case was considered as reportable malfunction.

Manufacturer narrative:
This event occurred in (B)(6) , it is being reported as a same/similar device to a currently marketed us product. The device in this case is not made or imported into the us. The date of this submission is (B)(6) 2011. This closes out this report unless other additional significant information is received.